Event description:
It was reported that during a videolari left annectectomy procedure for ovarian dermoidectomy, the firing trigger seemed blocked. When the surgeon actioned the trigger, and unusual noise was heard. After opening the jaws of the device, the surgeon noticed that only 1/3 of the tissue was sutured and cut properly. The remaining part appeared neither sutured nor cut and the staples were open. The surgeon had to finish the surgery by using a new device. There was no adverse patient consequence.